Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 500mg/dl. The customer's most current level was 371mg/dl. The customer was treated at the hospital for the highs with IV and insulin shots. Troubleshoot could not be conducted at the time of call due to customer not having pump on hand. The customer was advised to call back at a later time.